Manufacturer narrative:
Product analysis: kinks were visible on the hypotube. Visual inspection confirmed that the stent was not present on the balloon that the balloon folds were intact. Stent crimp impressions were visible on the exposed balloon surface. The distal tip was damaged. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity stent to treat a slightly calcified and non-tortuous mid lad lesion. A radial approach was used. The device was not inspected prior to use. No issues noted removing the protective sheath. The lesion was pre-dilated. During the procedure, the inflation device remained on neutral pressure during delivery of the device. The device did not pass through the cell of a previously deployed stent. Resistance was encountered during delivery and very little force used. It was reported that the stent dislodged during advancement of the device. It was reported that the stent was not removed and is lodged in the ulnar vessel in the arm. It is reported that the patient is doing fine post procedure.